Event description:
During a follow-up in clinic, a decrease in sensing threshold and low pacing impedance were noted on the right ventricular (rv) lead due to suspected micro-dislodgement. Fluoroscopy imaging was performed, however, was inconclusive. The rv lead was capped and replaced. The patient was stable.